Event description:
Upon completion of a tavr procedure, md removed the 5fr venous sheath and advanced a proglide (suture mediated closure system) to the vein. After deployment, md was unable to remove the device from the vessel as it had become entrapped in the venous tissue. Venous cut required to remove the device.